Event description:
New information received noted that the lead was capped and replaced due to oversensing.

Event description:
It was reported that the asymptomatic patient presented with lead noise observed on stored egms. Lead replacement with be discussed with the physician. No further information is available.